Event description:
During a coronary intervention procedure, the device fractured inside the patient's anatomy. The catheter was inserted into the right coronary artery, but the catheter got stuck in the calcium. After removal of the catheter with some difficulty, it was noted that the catheter was fractured. The procedure was completed using another catheter with no adverse patient consequences.

Manufacturer narrative:
One dragonfly optis imaging catheter was received for evaluation. The results of the investigation concluded that the guidewire exit port had been torn and stretched in an outward direction toward the distal end and that the window region of the sheath was stretched, which are consistent with the reported withdrawal difficulties. Functional testing revealed that the catheter mini-rail measured 0.0155¿, which was within manufacturing specifications. The catheter was found to be complete, with no fractures or damages attributable to the reported issue. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Although the exact cause of the reported event remains unknown, the guidewire exit port and sheath damage is consistent with the reported withdrawal difficulties. The cause of the guidewire exit port and sheath damage is consistent with damage during use. Based on the information received from the field and the condition of the returned device, the cause of the reported issue remains unknown.